Event description:
An alleged malfunction of unk origin. Mattress has been used for last 6 months. The complainant stated that because of the malfunction the device is uncomfortable for the end user. The MFR is not aware of any mattress malfunctions and has been trying to acquire pertinent mattress info (ie mfg date for lot number) as well as communicate with the complainant on the following dates to no avail: (B)(4) 2012 (noon) via phone no answer; (B)(4) 2012, (noon) via phone no answer; (B)(4) 2012 (am) via phone left message and email address (no answer); (B)(4) 2012 (am) via phone busy signal; (B)(4) 2012 (am) via phone again left message and email address (no answers).